Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead migrated which was confirmed via x-ray resulting in inadequate pain relief. The patient underwent a paddle lead repositioning procedure and was doing well postoperatively. The lead remained implanted.